Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis and regurgitation. A 23mm 9600tfx was successfully implanted inside the surgical valve. No additional information provided.

Event description:
Edwards received information a patient with a 23mm aortic pericardial valve implanted three, years, four months, underwent valve-in-valve procedure due to severe symptomatic aortic stenosis and early prosthetic degeneration. Patient presented with nyha class IV, acute on chronic lv diastolic heart failure with dramatically progressive shortness of breath and pro-bnp > 15,000. There were no complications. Patient tolerated the procedure well and was transferred to pacu in stable condition. Patient was discharged on post-operative day one.

Manufacturer narrative:
H10. Additional manufacturer narrative: UDI number: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event.

Manufacturer narrative:
Reference CAPA-20-00141.